Event description:
The customer requested assistance with alarm history for a patient who had expired while monitored by a philips device.

Manufacturer narrative:
(B)(4). The customer requested assistance with alarm history for a patient who had expired while monitored by a philips device. Assistance was requested because the clinicians had already deleted the patient data from the monitor. There has been no implication that the patient monitor was the cause of this death. The cited patient monitor was used subsequently with other patients. This is being reported only because a philips device was in use on a patient who died. The patient had been successfully revived after coding twice and then died the next morning. The central monitor's diagnostic logs (reflect the bedside and central monitor's alarms) were reviewed upon receipt. Log entries related to bed (B)(6) on the cited event date - (B)(6), 2011 between 17:49 - 21:13 were captured. Root cause - no product malfunction was identified. Based upon these alarm log entries, the cited bedside monitor produced multiple high priority (red) alarms during the reported time of the event. It was also noted that the user responded to these alarms by silencing/suspending these high priority alarms at the central station. Actions taken by the user at the bedside monitor are not recorded within the central monitoring log. Alarms which were suspended by the user were reactivated after the pause time had been exceeded. In this case, based upon the logs, the alarm pause time was 3 minutes. There is no indication of any lack of awareness of the clinical staff for this patient's condition and there is no indication of any delay in delivering therapy. There is no indication of any use error. The information provided related to this situation and trending for this issue does not support that there was any malfunction or that there is a systemic problem or design or labeling malfunction or any health risk. No further investigation is warranted. Based upon the central monitoring logs, the beside monitor was operating per manufacture specifications.